Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw. The returned device indicated a damaged set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial lead could not be screwed into the implantable pulse generator (ipg). It was also noted that the lead was difficult to advance through the sheath. The device and lead were not used, procedure was completed with another device and lead. No patient complications have been reported as a result of this event.